Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/04/2019, that on (B)(6) 2019, a transmitter failed error occured. No additional event or patient information is available. Data has been received but not yet evaluated. A follow-up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was not confirmed. The root cause could not be determined.